Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 345,34 and 87 mg/dl when all tests were performed within 8 minutes on the compact system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.